Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5069 implantable pacing lead (B)(6) 1994; 8042b implantable pulse generator (ipg) (B)(6) 2010; d224trk implantable cardioverter defibrillator (ICD)  (B)(6) 2009; 4194 implantable pacing lead (B)(6) 2004; 5866 adaptor (B)(6) 1994; 6721l implantable tachy lead (B)(6) 1994; 6721l implantable tachy lead (B)(6) 1994; 430 competitor implantable pacing lead (B)(6) 1993; 432 competitor implantable pacing lead (B)(6) 1993. (B)(4).

Event description:
It was reported that the right ventricular (rv) leads are experiencing oversensing, double counting of r-waves. The patient received inappropriate therapy. The leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) leads exhibited a high number of short interval counts (sic). The rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).